Manufacturer narrative:
Describe event or problem: it was noted that patient is concerned about persistence of dry eyes. Patient further stated that she was unhappy with her vision. Device evaluation: a review of the manufacturing record was conducted. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No discrepancy related to quantity was found. No deviations or non-conformances (ncr) related to event were found. No discrepancy related to print proof operation were identified. The labels included the diopter, model, serial number and expiration date were according to the print proof procedure. The content of the filed copy of the packaging box label was reviewed and found correct. Documentation showed no irregularity through final inspection process. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: in the initial MDR the following should have been selected: adverse event and product problem should have been checked. Outcomes attributed to adverse event should have other serious (important medical events) checked. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a patient experienced refractive surprise after the implantation of an intraocular lens(iol) in the right eye. It was stated that a 21.0 diopter lens was placed in the patient's eye, and the doctor aimed for plano. However, the patient ended up with a -1.50. It was further sated that, at the time the patient was thinking about her options - possible lasik , iol exchange, or continue with distance glasses. No further information has been provided.

Manufacturer narrative:
Unexpected postoperative refraction. All pertinent information available to the manufacturer has been submitted. Placeholder.